Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device had fluid ingression, reported event confirmed. It was also noted that the upper case was broken/contaminated, the lower case was broken/contaminated, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated, the display was contaminated, the main printed circuit board (pcb) was contaminated, and the heart lead flex was contaminated. (B)(4).

Event description:
The device was returned to the manufacturer after the unit was damaged by water. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.